Manufacturer narrative:
Initial and final (B)(4) - device 4 of 4.

Event description:
Reference number (B)(4). Event occurred in the united states. The patient reported that on (B)(6) 2024, patient experienced that the infusion was leaking from tubing and was not able to deliver the insulin, which cause the patient blood glucose levels was elevated to high, therefore patient had switched the tubing out then bolus via the pump. The infusion set was in use for about a day. The patient replaced infusion set tubing only and resumed insulin deliveries successfully. No further information available.